Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken cable. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with no patient harm. There was a delay of about less than 5 minutes until reaching the backup instrument of the same type to complete the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.